Event description:
Unomedical reference number (B)(4). Event occurred in the united states., it was reported that on (B)(6) 2024, the one infusion set cannula was crimped and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. And blood glucose level was 300 mg/dl. No further information available.